Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with vancomycin injection (1g once every fifth day, discontinued, route was not reported) and meropenem injection (1g once a day, discontinued, route was not reported) for peritonitis. A day after the event onset, the patient was hospitalized for the event. Ten days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Pd therapy was discontinued five days after event onset. It was reported that the pd catheter was removed and the patient was shifted to hemodialysis (twice a week). No additional information is available.